Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in italy. Livanova technical service replaced the processor board, distributor board, and main board. However, this did not solve the problem. Conclusion was that the compressor needs to be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, while testing a 3t heater cooler system, the livanova technical service found the current was not circulating through the device, the pumps were not functioning correctly, as well as the cooling and heating systems, the device displayed alarms ee5 (pumps will not start), ee6 (pump uses too much power) and ee7 (pump is blocked). There was no patient involvement.